Event description:
No additional information received from the customer.

Event description:
No additional information received from customer. This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.

Event description:
Correction is being made to the previously submitted importer report with reference number: 2429304-2025-00230-02. Corrected field: f6: date user facility/importer was aware, which was not late. The correct date was 09/15/2025.

Event description:
No additional information received from the customer. This supplemental report is being submitted to provide the correct a1: patient identifier from (B)(6) to (B)(6) and f10 health effect: clinical code from e2403: no clinical signs, symptoms or conditions to e2008: foreign body in patient.

Event description:
The day after a therapeutic endoscopic retrograde cholangiopancreatography, after the patient woke up they discovered that the distal cover had fallen off the patient. There was no further information on any diagnostic imaging done to confirm device fall out, and no information on any medical intervention done to retrieve the fallen device. There are also no reports of patient harm.